Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer, with guidance from technical support, inspected and removed an o-ring from the pneumatic tap, cleaned the area, and successfully snapped the cartridge into place, allowing the insulin pump to function properly.